Event description:
It was reported that the gummy stopper (septum) of an unspecified quantity (1 to 2 times) of interlink system solution sets were dislodged and went into the tubing, clogging it. The issue was identified when injecting medication into the y-port (interlink component). As a result, the medication backed up into the intravenous (IV) bag and fluids would not run. No additional damage was noticed to the sets. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Event date: this event occurred on unspecified dates of (B)(6) 2022, further described as "within the last 1-2 weeks". Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.